Manufacturer narrative:
The fse evaluated the instrument. The fse found a hole in the tubing through pinch valve pv37. The fse replaced the tubing which repaired the leak. The fse found a second leak because of disconnected tubing at the differential mixing chamber. The fse reattached the tubing which repaired the second leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 30 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.